Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the phenomenon occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed not working due to damaged picture in picture connector. The device evaluation found: corroded top cover and bottom chassis / faded front panel printing and bent rear panel, worn out video connector latch causing poor connection with pigtails , and recommended software update. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, that the picture in picture on the evis exera iii video system center was not working. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image with 180 scopes due to faulty patient board set and images freeze with 190 scopes due to faulty printed circuit board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.